Event description:
It was reported that thrombosis occurred. Xarelto medication was held four (4) days prior to the procedure. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee). Groin access obtained, transseptal puncture (tsp) performed using versacross connect transseptal access solution and a watchman fxd double curve access system (was). A full dose of heparin was given after tsp. The was was advanced and a 27mm watchman flx pro closure device and delivery system (wds) was inserted and deployed at the laa. Right before the wds was released, a thrombus was noted attached on the was. The physicians aspirated the thrombus and implanted the closure device to conclude the procedure. The patient is expected to fully recover and be discharged.

Event description:
It was reported that thrombosis occurred. Xarelto medication was held four (4) days prior to the procedure. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee). Groin access obtained, transseptal puncture (tsp) performed using versacross connect transseptal access solution and a watchman fxd double curve access system (was). A full dose of heparin was given after tsp. The was advanced and a 27mm watchman flx pro closure device and delivery system (wds) was inserted and deployed at the laa. Right before the wds was released, a thrombus was noted attached on the was. The physicians aspirated the thrombus and implanted the closure device to conclude the procedure. The patient is expected to fully recover and be discharged. It was further reported the patient was discharged.